Manufacturer narrative:
(B)(4)

Event description:
It was reported that " on (B)(6) 2025, (B)(6) hospital in department of anesthesiology the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned an opened es-04150 kit with a guidewire assembly, and various components for evaluation. The guidewire was returned advanced in the guidewire assembly and signs of use were observed. The guidewire was observed to have one kinks towards the distal end of the body. The distal j bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire were located 13mm from the distal tip. The overall length of the guidewire measured 355.0 mm which is within the specification of 350.0-355.6 mm per guide wire product drawing. The outer diameter of the guidewire measured 0.610 mm which is within the specification of 0.610-0.635 mm per guidewire product drawing. The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The guidewire passed through both components with minimal resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guidewire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guidewire kinked during use was confirmed through examination of the returned sample. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6)2025, (B)(6) in department of anesthesiology the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".